Event description:
It was reported by the customer that when using the bd pyxis¿ es server multiple patients were not crossing over in the server. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) had contacted customer regarding the issue of multiple patients not crossing over in the server. The customer confirmed that the issue had been self-resolved. The system functioned as intended after the issue resolved.